Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who is implanted with a neurostimulator for spinal pain. It was reported that when the patient turns stimulation on, she feels a sharp surging pain that goes down her arm. It was so painful that the patient could not leave it on. There was no known event or activity which may have prompted the issue. The impedances were tested, and they were seeing impedances greater than 10,000 ohms on all contacts. The manufacturer representative noted that he could only run the impedances at the default because the patient cannot tolerate higher testing values. The patient¿s current settings are at 0.75 volts and 1.4 volts. The patient also noted that they felt tingling when the stimulation is off. This issue started occurring 1.5 months prior to the report, confirmed as (B)(6) of 2019. The patient was redirected to their health care provider for x-rays as there were no viable reprogramming options. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient met with the manufacturer representative on 2019-jul-30 as step to try and resolve the painful surging sensations. The manufacturer representative¿s machine showed readings to the nerve stimulator that are not normal. The manufacturer representative informed the patient not to turn on the nerve stimulator and to meet with a physician. There were no further complications reported.